Event description:
It was reported that this peritoneal dialysis (pd) patient reported the patient passed away. It could not be confirmed if the patient was in active treatment at the time of the event. Additional details were obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient's son reported that the patient was found unresponsive on (B)(6) 2025. The son was not at the patient¿s home at the time of the event. 911 was called by someone in the home. Emergency medical services (ems) responded to the home and resuscitative efforts were administered, but not successful. The patient¿s son reported that he did not enter the room where the patient was found. He could not confirm if the patient was in active treatment at the time of the event. The cause of death is unknown. The death was reportedly unexpected (no health issues reported). No issues were reported with the liberty select cycler or pd therapy prior to the death.

Manufacturer narrative:
Additional information provided in d9, g4, and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane an (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported the patient passed away. It could not be confirmed if the patient was in active treatment at the time of the event. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient¿s son reported that the patient was found unresponsive on (B)(6) 2025. The son was not at the patient¿s home at the time of the event. 911 was called by someone in the home. Emergency medical services (ems) responded to the home and resuscitative efforts were administered, but not successful. The patient¿s son reported that he did not enter the room where the patient was found. He could not confirm if the patient was in active treatment at the time of the event. The cause of death is unknown. The death was reportedly unexpected (no health issues reported). No issues were reported with the liberty select cycler or pd therapy prior to the death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a possible temporal relationship between the peritoneal dialysis (pd) and use of the liberty select cycler and the patient¿s death preceded by unresponsiveness. However, it is not confirmed if the patient was in active treatment at the time of the adverse event. There is no documentation in the complaint file to show a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a malfunction or deficiency reported for this event. Although no cause of death was confirmed, patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease. A large number of risk factors that are unrelated to the dialysis procedure have been associated with decreased survival among patients on dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.